Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was low (37mg/dl) due to "inappropriate" pump setting changes made by healthcare provider. Customer treated low blood glucose by consuming carbohydrates.